Event description:
Information was received from a healthcare provider via a company representative regarding a patient an unknown drug via an implantable pump. It was reported the pump was unable to be accessed for refill. The environmental, external or patient factors that may have led or contributed to the issue was the patient was the patient was 4 weeks post implant. The pump is mobile in pocket but patient does not report noticing any movement of the device or any other factors that may have led to the pump flipping. The diagnostics and troubleshooting performed was the pump was confirmed flipped by attempted access and fluoroscopy. No actions or interventions were taken, the patient to be referred for pocket revision. Surgical intervention did not occur but was planned but not scheduled. The issue is not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.